Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after cleaning and re-sterilization, the alligator clips detached from the cable. It was noted that the cable was only used a few times. The cable was discarded. There was no patient involvement.